Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found in addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient that the patient line connection was leaking in fill 1. Treatment was cancelled. The patient's peritoneal dialysis nurse later confirmed that the leak did not result in any adverse events and patient's effluent was clear. Prophylactic antibiotics were not prescribed. Culture test was not performed. The patient did not complete treatment on the night of the event. The patient was performing continuous cycling peritoneal dialysis after that. The set was discarded.